Event description:
It was reported the pt felt a strong shocking sensation at the ipg. The pt also noted a bruise at the ipg site after the incident. The ipg stopped communicating with the programmer and the stimulation was lost. An sjm representative confirmed the ipg is not communicating and the pt has no stimulation. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.